Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event cannot be determined.

Event description:
Through investigation it was learned a patient with a 21mm aortic valve implanted in the aortic position was placed under consideration for a re-do intervention after an implant duration of seven (7) years and three (3) months due to high gradients (21 mmhg). Reportedly, this patient was admitted at the hospital with severe heart failure in the context of severe stenosis and regurgitation in the mitral position and high gradient in the aortic position. As reported, the hospital did not have any further information on this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The cause of the event cannot be determined at this time. A supplemental MDR will be submitted once new information is received or upon completion of investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.